Manufacturer narrative:
A siemens customer care center (ccc) specialist obtained the quality control (qc) data for human chorionic gonadotropin (hcg). The qc recoveries were within range on both the immulite 2000 xpi instruments. A siemens customer service engineer (cse) visited the customer site. The cse performed a discordant checklist service. The instrument passed the water test. The cse ran 15 replicates each of level 1, level 2 and level 3 qc materials for human chorionic gonadotropin (hcg) and the results were within specifications. The cse obtained the instrument files for investigation. A siemens headquarter support center (hsc) specialist reviewed the data in the instrument files and determined that there were no mechanical issues identified that could contribute to the discordant results. There were no sample or reagent level sense issues that could contribute to the discordant results. The cause of the discordant human chorionic gonadotropin (hcg) results on the immulite 2000 xpi instrument is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on an immulite 2000 xpi instrument. The initial result was reported to the physician(s) and was questioned. The same sample was repeated on the same instrument and on an alternate immulite 2000 xpi instrument, resulting lower. A corrected report was issued with the human chorionic gonadotropin (hcg) result from the alternate immulite 2000 xpi instrument. There are no known reports of any impact to patient treatment or intervention due to the discordant human chorionic gonadotropin (hcg) results.